Manufacturer narrative:
Block d2b: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077028, UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 525730, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had migrated and was noted that patient was not able to get pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively.